Manufacturer narrative:
Voluntary distributor report the manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report the customer reported that the device, sb936, detachable pouch 3x6" 5ea/box was being used on (B)(6) 2021 during a cholecystectomy procedure and ¿during the extraction of the endo pocket from the umbilical incision occurs the rupture of the bag creating serious inconvenience for the extraction of the gallbladder that required the execution of a laparotomy.¿ there was no injury or impact to the patient. Further assessment has been sent; however, to date no details have been made available. This report is being raised on the basis of injury due to changing from a laparoscopic procedure to an open procedure.